Manufacturer narrative:
Medwatch sent to FDA on 09/01/2015. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "a mass underlying the intraoral mucosa of the right lateral oral commissure," mucocele, hematoma, canker sore, and product migration from the deep dermal area are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: precautions: · "the safety and effectiveness for the treatment of anatomic regions other than facial wrinkles and folds (eg, lips) have not been established in controlled clinical studies." · "patients who are using substances that can prolong bleeding (such as aspirin, nonsteroidal anti-inflammatory drugs, and warfarin) may, as with any injection, experience increased bruising or bleeding at treatment sites." Adverse events: · "the most common injection-site responses for juvéderm® ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising." Post-market surveillance: "the following adverse events were received from postmarket surveillance for juvéderm® ultra (without lidocaine), which were not observed in the clinical trials; this includes reports received globally from all sources including scientific journals and voluntary reports. Adverse events with a frequency of 5 or more events are listed in order of prevalence: inflammation at the injection site, allergic reaction, blister, infection at the injection site, skin rash, bleeding at the injection site, necrosis at the injection site, abscess at the injection site, and headache." "Inflammation at the injection site, mostly a nonserious event, has been reported in association with edema, erythema, ecchymosis, pruritus, induration, pain, nodule, abscess, and infection. Time to onset ranged from 1 day to 4 months post juvéderm® ultra plus injection, and outcome ranged from resolved to ongoing at last contact. Interventions prescribed by the physicians included topical steroidal cream, oral steroids, and antibiotics. Additional treatment noted was a needle aspiration for drainage of an abscess." "Additionally there have been reports of nodules, infection, and inflammation." "The onset of nodules generally varied from immediate to 2 months post-injection. The treatment prescribed included nsaid's, antibiotics, steroids, and hyaluronidase. In most cases nodules resolved within 1 month." · "the onset of inflammation generally varied from the day of treatment to 1 day post-injection. The treatment prescribed included antibiotics, steroids, and needle aspiration. Resolution of symptoms has been reported within 4 days."

Event description:
Healthcare professional reported after injection in the upper lip with juvederm, the patient returned 9 days later with "a mass underlying the intraoral mucosa of the right lateral oral commissure" which arose around 2 days after the injection. The physician thought the most likely diagnosis would be mucocele, hematoma, canker sore, inflammation from biting the lip, not that the product migrated from the deep dermal area over the course of two days. The patient went to see an oral surgeon who had the aesthetician open the area and the aesthetician indicated that "a bunch of filler came out." And reported that "it bled a lot."